Manufacturer narrative:
A review of the complaint revealed that the patient wore the xt for 4 of the 7 days prescribed. The patient has no history of reactions to medical adhesive or sensitive skin. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. In addition, the device manual removal & return instructions state "at the end of the wear period, detach the adhesive remover wipe from the back page of the patient instructions & button press log. Gently tilt the center of the zio xt patch up. Using the adhesive remover, sweep the wipe between the skin and the zio xt patch while peeling the right side from the center out. Repeat for the other side, peeling from the center out." This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with discomfort allegedly caused by the zio xt. As a result, the device was removed. During the removal, the patient¿s skin at the xt site was also removed. The patient reported having fragile and thin skin due to blood thinners and was unsure if adhesive remover was used during the device removal. The doctor diagnosed an infection and prescribed oral antibiotics as well as an antibiotic cream. The patient is currently doing well.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.